Event description:
It was reported that they were having trouble recharging the recharger (insr). Patient (pt) stated that the insr was halfway full and so they tried to recharge the insr since they usually charged the insr right after using it, however the insr didn't charge and they hadn't noticed that the insr wasn't charging, so they tried to recharge the insr again and the insr wasn't charging at all. Pt confirmed that the desktop charger (dtc) green light was on and that the dtc connector pin was not loose at all. Pt stated that the dtc seemed to be loose when plugged into the insr. The issue was not resolved. A replacement recharger (insr) was sent out. No symptoms were reported. Additional information was received from the pt. It was reported that pt called back and mentioned they got the replacement recharger, and the replacement recharger worked for a bit, but now the recharger battery was not charging at all. Pt plugged in the dtc cord to the recharger and the dtc had a green light on the box, but the recharger battery was not increasing. During the call, the pt said the noticed a small kink in the dtc cord. No symptoms were reported. A replacement dtc was sent out.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the 37761 desk top recharger (s/n (B)(6)) revealed that the cable assembly needed to be replaced due to a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.